Event description:
It was reported that bd catheter IV passive safety non-winged closed system singe port pink 20gx31.75mm nexiva- catheter leaked beyond the septum. The following information was provided by the initial reporter: on intravenous attempt on patient, 20g nexiva IV initiated. When nurse attempted to flush the nexiva with ns the flush solution leaked out of the port where the needle is removed from. Causing the IV to have to be removed and resited.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one photo and one used 20g x 1.25in. Nexiva unit from lot number 3234047. The needle and tip shield safety mechanism had been removed and were not visible in the photo. What appeared to be blood residue had bypassed the septum. Upon further inspection under a microscope, it was found that the primary septum was positioned incorrectly on the canister, causing a portion of it to be smeared on one side between the canister and the wall of the catheter adapter. Given the positioning of the primary septum, it is likely that the septum did not create full seal and allowed fluid to leak past it. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment. Misalignment or damage to the insertion station/vacuum probe could cause damage to the primary septum and canister. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.